Event description:
It was reported to medtronic minimed that the customer received an insulin flow block alarm and damage to the pump. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1884, mmt-398a. Troubleshooting was performed for damage, and the customer reported damage to the reservoir compartment, and the functionality was affected. No harm requiring medical intervention was reported. No product return is required for mmt-332a. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned. No product return is required for mmt-398a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unable to verify no delivery/insulin flow blocked alarm and perform the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to broken motor slide tip. Successfully downloaded history files and traces using thump. In further analysis of the pump history found insulin flow blocked alarm/no delivery alarm 2 days prior to the event date of 08-oct-2025 in the formatted history file. Multiple no delivery alarm/insulin flow blocked alarm were found on 10/06/2025 from 15:14:53.000 until 22:11:08.000, 10/07/2025 from 00:47:07.000 until 21:32:21.000 and 10/08/2025 from 00:47:21.000 until 01:39:02.000 during bolus and fill cannula deliveries. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: partially detached retainer, cracked reservoir tube lip, cracked up and down button keypad overlay, pillowing keypad overlay and scratched case. Unable to verify no delivery alarm/insulin flow blocked alarm due to broken motor slide tip. Cosmetic damage was confirmed at the reservoir tube lip. For additional information regarding the tests performed refer to (B)(4)¿ appendix e medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.